Event description:
According to the initial information received, while advancing the 10mm amplatzer vascular plug ii (avpii) through the sheath, the device detached. It was attempted to be reattached to the screw while the avpii was in the sheath and was not successful. The device was not able to be removed from the sheath and the sheath was cut off with the device inside so a replacement avpii could be deployed. This event is being reported since the device detached from the delivery cable within the delivery system and had the potential to embolize inside the patient. However, no adverse event occurred and no further intervention was required to retrieve the avpii. The device has been received at aga medical and is currently in analysis. Once the analysis is complete a supplemental report will be filed.